Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported the pump was blank and would not get started, even after battery change. The customer's blood glucose level was reported to be 240mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No blank display or display anomaly noted during testing. No missing letter at the end of serial number address label or in the internal pump serial number noted. No damage inside pump noted. Device functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, battery out of limit alarm or off no power alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stained address serial number label.